Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us nurse and concerns a female patient. She was injected, with radiesse(+), on (B)(6) 2022. In (B)(6) 2022, after the radiesse(+) injection, the patient experienced a possible occlusion in the nasolabial fold area. The outcome of the event was unknown. Follow-up information was received on 29-dec-2022: the event term possible occlusion was amended to occlusion, and the coding remined unchanged. An occlusion occurred. The patient was doing better. Due to the provided information, the outcome of the event was considered as resolving (changed from unknown).